Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 18 2007. Additional information:failure code 810:11, an air sensor failure was initially reported by the facility. The failure code was reported to have occurred prior to use. Evaluation summary: the condition of air-in-line printed circuit board out-of-calibration was confirmed during testing. Failure code 810:11, reported by the facility, was confirmed in the event history. It can be generated when the air-in-line sensor is out of calibration. The air-in-line printed circuit board was recalibrated and the pump was returned to the customer fully operational.

Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board that was out-of-calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.